Event description:
Customer reported the inner tube is detaching from the outer tube, at the machine end of the circuit. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.